Event description:
It was reported to covidien that a customer had an issue with a scd power cord. The damaged scd power cord was sent to a covidien international service center with a damaged power cord. Upon triage, it was confirmed that the power cord had a burnt hold in it. There was no harm or impact to the patient.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.